Event description:
On (B)(6) 2025, user reported post-breakfast blood glucose (bg) rising to 288 mg/dl then dropping to lows, treating early around bg of 120 mg/dl due to fear of hypoglycemia; troubleshooting included review of alert settings, meal entry, and pump behavior, and resolution involved agent advising to treat only when the pump alerts with 15g fast-acting carbs, performing a factory reset with setup guidance, sending a goodwill supply order, and reinforcing healthy habits for managing meals and lows. On (B)(6) 2025, the user reported continued lows after factory reset but was unable to review chart during agent¿s follow-up call and planned to reconnect later. Upon calling back, user reported discrepancies between freestyle libre 3+ (pump reading a bg of 67 mg/dl) and fingerstick (bg of 157 mg/dl); troubleshooting confirmed libre 3+ cannot be calibrated, and user had already treated a false low, resulting in a false high. Resolution involved entering the correct bg into the pump and logging the low for chart review. The user could not remember the symptoms experienced during the event. No medical intervention reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.